Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). The customer reported a 10-year history of copd and continued use of the soclean 2 device despite the device's labeled contraindications for use. Based on the information available, a causal relationship between the reported event and the device has not been established. The customer's underlying medical condition and other potential contributing factors cannot be excluded. This event is being submitted to meet applicable medical device reporting requirements.

Event description:
Customer reports copd and asthma exacerbation accompanied by rhinorrhea. Hospitalized twice (approximately 6 months ago and again 2 weeks ago.)